Manufacturer narrative:
(B)(4) review of images: images from the case were able to be obtained. The images clearly show a portion of an endoanchor free within the aorta, near the proximal end of the graft and a deformed endoanchor. The reported events are confirmed based on the case images provided which show a deformed endoanchor deployed into the graft/aorta and the broken piece of the endoanchor free within the aorta. The event description notes the endoanchor visibly deformed and broke during second stage deployment. The images provided also depict the retrieved portion of the endoanchor outside of the patient. The cause of the broken anchor could not be conclusively determined from the images provided. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Within a primary aaa case, endoanchors were being utilized to provide securement of 32mm medtronic endurant main body within a 25-28mm neck. No prohibitive thrombus or calcium was noted at the level of endoanchor deployment. The implanter was attempting to deploy the second anchor from the cassette immediately distal to the first implanted anchor. The second anchor appeared to successfully penetrate the stent margin on stage 1 deployment and the implanter proceeded to stage 2 deployment. The anchor appeared to uncoil as the applier driver completed stage 2. It was noted at this point that the anchor appeared to have not deploy in a normal manner but the anchor did appear to be seated within the fabric and vessel wall. The subsequent anchor was loaded and inserted in the guide and implantation was successfully completed. At this point, there was a small, round piece of metal resembling an anchor head noticed at the level of the supra renal stent. It was suspected that this may be the head of the malformed anchor. Resolution of event: the guide was then deflected posteriorly over the object and the guide was aspirated with a syringe through the side port. The object was seen coming back into the guide which was confirmed via fluoroscopy. The guide was then removed and flushed on the table where the head of the anchor came out onto the table. A total of 10 endoanchors were deployed during the case.